Event description:
During a laparoscopic sigma procedure, the tissue pad broke and fell into the patient. The piece was removed. Another like device was used to complete the procedure. There was no patient consequence.